Event description:
The facility reported a pump with multiple errors on channel b which was identified during pt use. Thus resulting in a failure to infuse as intended. There was no pt injury or medical intervention necessary according to the hospital rep. No additional info is available at this time.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.